Event description:
Registered nurse contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf to report permanent out of range on (B)(6) 2015. At the time of contact the registered nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).